Event description:
It was reported the patient was not being able to adjust stimulation. A power on reset (por) condition was noted. The manufacturer's representative was able to assist the patient with clearing por condition. This action resolved the reported issue.

Manufacturer narrative:
(B) (4).